Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for blood glucose levels over 600 mg/dl. The customer stated that he may have forgotten to bolus for his dinner the night. Nothing further was reported.